Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a silent stroke occurred. An intellamap orion" catheter was used. No patient issues were reported. Post procedure, an MRI was performed which confirmed a "silent stroke". The patient was given an unspecified medication to treat the event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the procedure was indicated to treat atrial fibrillation (af), with pv isolation and cti block. It is it unknown when the onset of stroke symptoms began; however, the cryptogenic stroke occurred the day following the procedure. The patient's current status is good.